Event description:
Device malfunction: none. Symptoms/ae: vasospasm/transient ischemic attack. Time of symptoms/ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, after stent deployment, the patient experienced hypotension. A bolus of neosynephrine was given twice followed by a neosynephrine drip. The patient then reported right eye pain. After the post stent balloon was inflated, the patient was unable to squeeze with her left hand. The physician felt this was due to a vasospasm within the vessel. A pronto catheter was used for extraction at the target lesion, but no embolism was found, tridil was administered. The patient was then able to speak and squeeze her hand. The neurological episode lasted less than 4 minutes. After approximately another 4 minutes, the patient reported that all pain was relieved in her right eye. The patient remained in the hospital for treatment of the hypotension which resolved two days later the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Review of the device history record did not produce any findings relevant to this event.